Event description:
Blade is physically broken. Caller said the insides fiber optics are showing. The incident did not involve any injury to patient or user. The incident was identified during inspection of the blade.

Manufacturer narrative:
The device was returned for evaluation. Immediate visible damage: blade cracked in half. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.